Manufacturer narrative:
The device was returned to olympus and the evaluation found that there was a failed leak. Based on the results of the investigation, it is likely that the following led to the malfunction: a failed leak test due to puncture on cable; therefore, it was determined that the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that there was a failed leak test. There was no patient involvement.